Manufacturer narrative:
UDI: unavailable. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision, asr xl, right. Reason(s) for revision: component loosening (stem) / pain / noise update: 4 sept 2014. Operative notes received and attached. Awaiting further patient demographics. Update: 15 sept 2014. Confirmation received that the cup was also loose. On 10 dec 2014 : translated notes confirmed page of dark fluid, and stem was loose.